Event description:
The patient was revised due to osteolysis, poly wear and mild loosening.

Manufacturer narrative:
Examination was not possible, as no product was returned. The root cause of the polyethylene wear and tibial loosening could not be determined. The need for corrective action was not identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.